Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was interrogated and revealed episodes of oversensing that were interpreted as atrial fibrillation. No intervention has been performed at this time and the patient was stable and will continue to be monitored.